Event description:
Cine image review: review of cine images provided did not capture the delivery of the complete se device, deployment of the stent or the removal difficulties of the complete se stent delivery system.

Event description:
A complete se self-expanding stent system was used to treat a dissection occurred during pre-dilation of a non-tortuous lesion located in the external iliac artery which exhibited 70% stenosis and moderate calcification. No issue was reported during stent deployment. However, it was reported that, although the stent was fully expanded against the vessel wall, strong resistance was encountered during the attempt to remove the delivery system after stent deployment. It was reported that the physician managed to remove the delivery system with no health hazard caused to the patient. It was reported that the stent was not damaged during removal of the delivery system. It was reported that the patient status was good post procedure. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4) - patient's condition affected effectiveness of device (vessel morphology impacted on event). No results available since no evaluation performed (stent implanted, delivery system not returned, cine images did not capture difficulties reported). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation result - (based on information to date no root cause can be determined). Evaluation conclusion - cannot confirm event-based on information to date, cannot confirm root cause of event.